Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single plate lens. Lens was removed due to wrong power. The outcome was not the goal the pt wanted. Lens was cut to remove from the eye. No enlarged incision and no suture needed. Another same model but different diopter size was implanted. Pt had follow-up visit on (B)(6) 2011 and is doing well. Bcva 20/20 -2. The reporter stated this event was due to miscalculations and was not lens related.

Manufacturer narrative:
(B)(4).